Event description:
The customer reported having issues in the past with the sensor glucose and the blood glucose values being far off. The customer still did have discrepancies since the minilink and the insulin pump were replaced. The blood glucose reading at time of call was 129mg/dl. The customer mentioned having recently a diabetes ketoacidosis. He has been calibrating more often, minimum of four to eight times a day. Explained the customer the effects of over calibrating and performance issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch reports # 3004209178-2014-80898, and 2032227-2014-00583.